Manufacturer narrative:
The ventilator was investigated on-site. The ventilator failed to power off. The conclusion was that power control printed circuit pc board was defective and need to be replaced. The device logs were not received and no parts have been returned for investigation. No investigation has been possible, therefore the root cause of the reported event has not been determined.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator was not switching on. There was no patient involvement. Manufacturer's ref #: (B)(4).